Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussions, consideration of the complaint description, customer service reports, system history, system log file analysis, and cc-part analysis. It was initially reported that during an emergency procedure the message "no communication" was shown before procedure. The system was restarted; however, the issue was not resolved. Therefore, the patient was relocated to an alternate system for examination. Investigation of the returned part showed that the power supply of the real time controller (rtc) was malfunctioning and led to the described issue. It is important to note that majority of such cases happens when the system is powered on. The affected part was replaced as part of service activity, which resolved the issue. The spare parts consumption of the rtc was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. The occurrence rate of the error pattern was also checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described is not classified as a reportable adverse event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs. This complaint remains classified as a product problem. The complaint has been closed.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an emergency procedure, an error occurred. The user tried re-starting the unit, however, the reboot did not resolve the issue. The patient had to be relocated and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.